Event description:
It was reported that while using the system to treat a pt the physician sustained a superficial burn. The physician noted the handpiece had became disconnected from the articulated arm having progressively screwed itself off through the procedure. Because of the connection to the arm via the wires it did not manually feel different. As soon as the scanner rollers moved he was hit on the wrist and upper arm by the laser beam damaging his shirtsleeve through a surgical gown and causing a superficial burn to his wrist. The physician indicated that there were no serious injuries due to the event.

Manufacturer narrative:
No device eval was performed; service was not requested. The operator manual instructs the user to inspect and make sure the handpiece attachment nut and screws retaining the handpiece side skins are screwed tight before use. Submission of this report is beyond the normal time frame for filing as it is being included by the MFR as part of its review of product problem records for 2011.